Manufacturer narrative:
(B)(4); following return and completion of analysis, this event will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise on the electrode resulting in an inappropriate shock. The patient was having intercourse at the time. The noise could be recreated with arms extended and waving, as well as on all fours pushing into the bed. X-rays suggest acceptable location/position. Boston scientific technical services (ts) suspects product movement. The physician plans to explant the system. Subsequently, the patient was seen for in office evaluation at which time noise was present on all vectors during provocation testing. The physician elected to move forward and implant a transvenous system. The implanted sicd system was deactivated however, remains implanted to be removed at a later date. No resulting adverse effects were reported during the replacement procedure. It was later reported the patient had recently started an anti anxiety medication which is causing visible tremors. It was discussed that the tremors could have been a source of the noise. Subsequently, the system was explanted and is expected to be returned for analysis. No resulting adverse patient effects were encountered during the system removal.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise on the electrode resulting in an inappropriate shock. The patient was having intercourse at the time. The noise could be recreated with arms extended and waving, as well as on all fours pushing into the bed. X-rays suggest acceptable location/position. Boston scientific technical services (ts) suspects product movement. The physician plans to explant the system. Subsequently, the patient was seen for in office evaluation at which time noise was present on all vectors during provocation testing. The physician elected to move forward and implant a transvenous system. The implanted sicd system was deactivated however, remains implanted to be removed at a later date. No resulting adverse effects were reported during the replacement procedure. It was later reported the patient had recently started an anti anxiety medication which is causing visible tremors. It was discussed that the tremors could have been a source of the noise.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise on the electrode resulting in an inappropriate shock. The patient was having intercourse at the time. The noise could be recreated with arms extended and waving, as well as on all fours pushing into the bed. X-rays suggest acceptable location/position. Boston scientific technical services (ts) suspects product movement. The physician plans to explant the system. Subsequently, the patient was seen for in office evaluation at which time noise was present on all vectors during provocation testing. The physician elected to move forward and implant a transvenous system. The implanted sicd system was deactivated however, remains implanted to be removed at a later date. No resulting adverse effects were reported during the replacement procedure. It was later reported the patient had recently started an anti anxiety medication which is causing visible tremors. It was discussed that the tremors could have been a source of the noise. Subsequently, the system was explanted and is expected to be returned for analysis. No resulting adverse patient effects were encountered during the system removal.